Event description:
It was reported that the device was used during a apical resection, lung procedure. The procedure went without incident using a green reload to resect the apex of the lung. The patient returned 2 days post op with a leak. A drain was inserted. The patient was released and is doing fine. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: please clarify what was leaking and where was the leak coming from? Surgeon reported patient had a leak. He believes the leak was from the staple line of the parenchyma. Please clarify what was done to address the leak? Drains were left in longer and patient kept in hospital longer. How is the patient currently? Fine, out of the hospital. Is the patient expected to have a full recovery? Yes. Patients preexisting conditions? Bleb. Patient age, sex and weight? Not available." How long has the dr been using the device? 9 months. Has the dr been inserviced? Yes. He fires correctly. I was in the second case observing.